Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the user contacted lifescan to report an unspecified error message with the one touch verio iq meter. The issue was not resolved. There was no report of patient injury associated with this issue.